Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause, treatment, and outcome were not reported. It was not reported if the patient was hospitalized for the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.